Manufacturer narrative:
Evaluation codes: method: (other) lens work order search. Results: a work order search was conducted, and there was one similar complaint found for the pt's other eye.

Event description:
It was reported that the pt had a micl13.2 implantable collamer lens implanted in the left eye in 2008. As part of the micl postmarket study, the pt reported that she was taking eye drops to constrict pupils and reduce halos, 12 months post operative. The refractive coordinator in the surgeon's office was contracted and stated the pt had very high myopia (16 in the right eye and 18.25 in the left). The drops were prescribed to treat this condition. The last bcva's were -20/20 in the right eye and +20/25 in the left. See MFR report# 2023826-2009-00748 for the other eye.